Event description:
During a gastric bypass the dr experienced bleeding when utilizing the device on gastrojejunostomy tissue. As a result there was hemodynamic instability and a blood transfusion was required. Quantity of blood loss not indicated. The surgeon could not specify a device malfunction, but stated there was inadequate tissue compression.